Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: n/a, batch/lot number: 1100821235, model/catalog description: reservoir flat iz 100 ml, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a surgical revision procedure was performed in january, during which the inflatable penile prosthesis (ipp) right cylinder was unable to be placed due to the proximal fibrosis and scarring in the corporal body. The proximal fibrosis was suspected to have been caused by the previous implant that had got infected. The left cylinder was capped and left in the patient. A few months later in april, the surgeon removed and replaced both cylinders and the pump. The old reservoir was drained and retained. Lastly, a new reservoir was implanted. There were no further patient complications reported.